Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. Good faith effort attempts are being made to try and retrieve additional details regarding the reported event and serial number (field d4 from section d. Suspect medical device). As of today, requested information has not been received. Since serial number was not provided, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this insertable cardiac monitor (icm) device ceased functioning. No end of service (eos) alert had been received. The icm device was subsequently explanted from the patient. No additional adverse patient effects were reported. The explanted icm is expected to be returned for analysis.